Manufacturer narrative:
Complaint no: cmplnt-(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the homechoice was not returned, a device analysis was unable to be completed. A device history record review and a service history review were performed and revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown system error alarm occurred on the homechoice (hc) machine during dwell one of four of peritoneal dialysis therapy. The patient was connected to the device at the time of the alarm. The patient then cycled the power to clear the alarm and the hc resumed dwell one of four. There was no injury or medical intervention indicated at the time of the report. Additional information was requested and is not available.